Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was undergoing radiation treatment on the seventh day upon interrogation the pulse generator was found in backup vvi mode. The patient was asymptomatic and was fine. When using the programmer the device could be restored.